Event description:
Spontaneously from (B)(6) rn, asking for new curlin pump. Current pump keeps beeping on and off down occlusion, even after troubleshooting. No additional information or dates provided. Adverse effects from defective product not reported. Unknown if still have on hand for return. Serial number and expiration date not provided. Reported to (B)(6) by: health professional.